Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had pulled back into the main coronary sinus and was then replaced with a new lead. No patient complications have been reported as a result of this event.